Event description:
It was reported that oversensing of muscle potentials were detected by the recorder and classified as af (atrial fibrillation). The recorder remains in use. The patient is part of the crystal af study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.